Event description:
The pt age and weight are unknown. The ppc cover screw was loose. The cover fell down while an operator was working with the sulfuric acid dispenser tubing. The cover fell on the operator's arm and acid splashed in her eye. The operator was not wearing safely glasses at the time. The operator immediately flushed her eye with water. The operator chose not to see a dr. The operator's eye was doing fine as of 07/15/1997.